Event description:
The user facility reported that the housing's weld broke. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Manufacturer narrative:
A picture was provided at intake and it was visually observed the housing's weld was fractured.